Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant alleged that the clinician obtained another set of batteries and electrode pads and the device still prompted "unit failed." Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty resistor on the main board. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.